Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedances with current measurements being out-of-range. All other lead measurements are stable and within normal limits. There have been no shocks delivered since induction testing at implant. Boston scientific technical services (ts) suspects that the clinical observations are due to calcification or oxidization of the lead tip. Ts recommended performing isometrics and pocket manipulation to rule out any potential lead issues. The patient was brought back into the clinic and the decision was made to refer the patient to another account for lead extraction followed by a subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The patient¿s medical team concluded that implanting a new transvenous rv lead would result in this same clinical observation within a few years.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this transvenous system was explanted without incident. Visual inspection of the lead coil and tip confirmed fibrosis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.